Manufacturer narrative:
Updated g3. H6: type of investigation, code b17 added. The investigation is ongoing for the rupture event and needs time to complete.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. B3: the date of event is unknown. It seems 67 months after the implant date. But the implant date is unknown. The literature online publishing date is known, this was taken as date of event. B7: the selected patient was in the endoleak ii group (it had el2 groups with many patients), there is characteristics of patients, indicated in table v of this literature. Additionally, in section 'aaa characteristics' it has a baseline of characteristics of the patient selection flowchart, it was measured aaa diameter measured on cta before evar, see fig. 1. N=382 were excluded, n=207 were included. H3: the investigation is ongoing. Preliminary results are not yet available. H6, b13 code: information gathering attempts with corresponding author started. B11 code: no results. The historical record is checked once the serial number(s) of the involved gore device(s) are known. Currently no information available by author. Literature article, rivoire, e., tresson p., pialoux v., josset l., delrieu l., millon a., long a. Impact of isolated type 2 endoleak on subsequent cardiovascular events and mortality. Ann vasc surg. 2024; 108:307-316. Https://doi:10.1016/j.avsg.2024.06.001 w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reviewed this literature and the following article was reviewed by gore associate: rivoire, e., tresson p., pialoux v., josset l., delrieu l., millon a., long a. Impact of isolated type 2 endoleak on subsequent cardiovascular events and mortality. Ann vasc surg. 2024; 108:307-316. Https://doi:10.1016/j.avsg.2024.06.001. There are 2 individual patients inside the literature for the aaa rupture. The patient 2 is captured in this current case (B)(4), was in the age of 74 of the aneurysm rupture events. The other patient is captured in (B)(4). Article was reviewed to identify the potential gore devices: a retrospective study of patients that had intact abdominal aortic aneurysm [aaa] treated by endovascular aneurysm repair [evar] and outcomes related to subsequent type ii endoleak and the development of mace or male between january 1, 2010, and december 31, 2017. Mace is defined as nonfatal stroke, nonfatal myocardial infarction, nonfatal mesenteric ischemia, or cardiovascular death. Male defined as lower extremity arterial revascularization, major amputation of arterial origin, critical or acute ischemia, or all-cause mortality. There were 207 patients included in the study and divided into two groups. Group 1 ¿ endoleak positive [n=60] and group 2 ¿ endoleak negative [n=147]. Multiple devices used and 96 were noted as ¿gore¿ with no further details. Outcomes include endoleak type ii, mace or male, critical limb ischemia, vascular restenting and major amputation. In the table v, three patients had aaa rupture and 2 (two) of these patients were noted to have endoprosthesis brand of ¿gore¿ with no further details. The patient was presenting a aaa diameter of 58mm at the table with unknown aaa rupture event date, and an unknown cause. Further, the time interval between surgery and rupture for this patient was mentioned: 67 months. The literature had information about comorbidities like asa iii, copd and polyaneurysm for this patient.

Event description:
The following article was reviewed: rivoire, e., tresson p., pialoux v., josset l., delrieu l., millon a., long a. Impact of isolated type 2 endoleak on subsequent cardiovascular events and mortality. Ann vasc surg. 2024; 108:307-316. Https://doi:10.1016/j.avsg.2024.06.001. This is a retrospective study of patients that had intact abdominal aortic aneurysm [aaa] treated by endovascular aneurysm repair [evar] and outcomes related to subsequent type ii endoleak and the development of mace or male between january 1, 2010, and december 31, 2017. Mace is defined as nonfatal stroke, nonfatal myocardial infarction, nonfatal mesenteric ischemia, or cardiovascular death. Male defined as lower extremity arterial revascularization, major amputation of arterial origin, critical or acute ischemia, or all-cause mortality. There were 207 patients included in the study and divided into two groups. Group 1 ¿ endoleak positive [n=60] and group 2 ¿ endoleak negative [n=147]. Multiple devices used and 96 were noted as ¿gore¿ with no further details. Outcomes include endoleak type ii, mace or male, critical limb ischemia, vascular restenting and major amputation. Three patients had aaa rupture and 2 (two) of these patients were noted to have endoprosthesis brand of ¿gore¿ with no further details. The patient was presenting a aaa diameter of 58mm at the table with unknown aaa rupture event date, and an iliac dilation led to stent graft limb retraction into the sac, the type 1b endoleak was responsible for aaa rupture; this patient had aaa open surgery conversion with unknown device used in this intervention. Further, the time interval between surgery and rupture for this patient was mentioned: 67 months. There are 2 individual patients inside the literature for the aaa rupture. Patient (B)(6) is captured in (B)(4), the patient (B)(6) is captured in this current case (B)(4), was in the age of 74 of the aneurysm rupture events.

Manufacturer narrative:
Updated b5 describe event or problem, added the information that was missing and added more since the initial report. Updated b7 'other relevant history, including preexisting medical conditions', added comorbidities. H6, medical device problem codes: added code a050408 and a0101. The code a24 is no longer applicable. Type of investigation, code b15 and b11 added. Investigation findings, code c20 added. C21 is no longer applicable. Investigation conclusions, code d15 and d12 added. D16 is no longer applicable. Health impact codes (annex f): code f1903 and f1901 added. Component code, g04122 was added. Investigation results summary: gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® excluder® aaa endoprosthesis include, but are not limited to: dissection, perforation, or rupture of the aortic vessel. Vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture). Endoleak.